Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the that the patient needed 63b electrodes due to a rash. The customer service representative called the patient and found the rash started saturday. The patient changes the 72r electrodes every 3 days and wears them on his lower back. The patient claims he does not have sensitive skin. The patient claims he spoke with a nurse, and she took pictures to show the doctor. The patient did not apply anything to the skin. The customer service representative advised to take a break from treatment until the skin was clear. Then conduct the time test at 1-hour increments with the 63b electrodes. They discussed changing the position of the electrodes every day. The patient was advised to call back with any issues during the time test. A replacement supply of 63b electrodes was shipped to the patient's home. It was later reported by the patient that the doctor stated that the rash looked like an allergic reaction and recommended that the patient take benadryl. No additional consequences have been reported at this time.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient needed 63b electrodes due to a rash from 72r electrodes. The customer service representative called the patient and found the rash started saturday. The patient changed electrodes every 3 days and wears them on his lower back. The patient claims he does not have sensitive skin. The patient claims he spoke with a nurse, and she took pictures to show the doctor. The patient did not apply anything to the skin. The customer service representative advised to take a break from treating until the skin is clear. Then conduct the time test at 1-hour increments with the 63b electrodes. They discussed changing the position of the electrodes every day. And the patient was advised to call back with any issues during the time test. Later, as per product surveillance specialist, it was reported by the patient that the doctor stated that the rash looked like an allergic reaction and recommended that the patient take benadryl. No additional patient consequences/ further information has been reported. The 72r electrodes were not returned for further evaluation.